Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-apr-2025, UDI #: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 06-apr-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a spinal cord stimulator replacement procedure involving a battery replacement, a lead outage was observed on electrode #14 of the spinal cord stimulator lead and high impedance was identified on electrode #14 with an impedance value of 40,000 on the day of surgery. It was further reported that during impedance evaluation there was an impedance outage on electrode #14 and an impedance ¿avoid¿ on electrode #13. Troubleshooting was performed by retesting lead insertion into the spinal cord stimulator and retesting lead impedance measurements. A device revision procedure was performed in which the spinal cord stimulator battery was replaced, and the physician deemed the lead acceptable to leave active. The issue was reported as ongoing, and the patient was reported alive with no injury. Additional information was received from the manufacturer representative (rep). It was reported that the ins was reported to be replaced due to the lead issue. Retested connectivity and impedance. Programmed around impedance. The issue is still ongoing at this time. Additional information was received from the manufacturer representative (rep). The rep clarified the "lead issue" and noted the ins was replaced due to eri/ins upgrade. The rep noted they have not heard any complaints from the patient or customer regarding this event.